Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that when a cardiac ablation procedure had concluded, the sphere 9 catheter was used in a pulsed field ablation and radiofrequency ablation procedure for paroxysmal atrial fibrillation (afib), the patient arrived in atrial fibrillation and converted to normal sinus rhythm. Transseptal access was performed using an agilis sheath with intracardiac echocardiography/ultrasound used prior to ablation to assess for pre-existing pericardial effusion. After completion of the left atrial pulmonary vein isolation (pvi) and roof line and the right atrial (ra) cavotricuspid isthmus (cti) line, the anesthesist reported difficulty stabilizing blood pressure for approximately 7¿10 minutes with a pressure drop, and the physician was uncertain what caused the blood pressure to drop. Ultrasound evaluation identified a pericardial effusion, and a pericardial fluid drainage procedure was performed with approximately 250ml withdrawn and a drain left in place. Due to patient response and a lingering pericardial effusion after the initial drainage, a pericardial window was performed. Closure of the procedure was delayed while these actions were taken, and the ablation was completed. The patient was admitted overnight for follow-up. No further patient complications have been reported as a result of this event.